Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the force bipolar instrument would not provide energy to tissue. The customer replaced the force bipolar instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was reportedly inspected prior to use, and no issues were noted. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found a damaged conductor wire insulation. The instrument was found to have insulation damage on the conductor wire with the internal wires exposed. The damage was located at the distal end on the force amp yaw pulley. There was no material missing. No thermal damage was observed on the instrument. The electrical continuity test was performed and failed. The root cause is attributed to a component failure. Advanced failure analysis completed the device evaluation and confirmed the initial failure analysis findings. It was observed that there was also insulation damage on the other conductor wire. The continuity was tested a failed for both grips. The wire was cut and stripped just behind the wrist and continuity was tested again for both and failed. The grips were removed from the distal clevis and it was observed that both conductor wires were broken. The breaks were located near where the distal clevis pin meets the grips. The root cause of this is a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Images of the force bipolar instrument related to this event were received and reviewed. From the images provided, there was no obvious damage found on the force bipolar instrument. A review of the logs showed the force bipolar instrument (part# 471405-06 / lot# n10210802-0084) was used on (B)(6) 2022 during this radical cystectomy with ileal conduit surgical procedure with system (B)(4). The force bipolar instrument had 3 uses remaining. This complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation with the internal wires exposed could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.